Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi) mode. The patient experienced dizziness due to the device pacing in backup mode. Abbott technical support was contacted and the patient was hospitalized, awaiting further intervention. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in backup vvi mode with battery voltage above elective replacement indicator (eri). Device image analysis performed found a device reset occurred. After the device was restored from backup mode, further testing was unable to reproduce the backup condition. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.